Event description:
Reportedly, the doctor's clamp line citrate alarm repetitive (every 6 minutes). After several revivals of the treatment, determined a critical increase of calcemia of the patient. Obviously, the citrate pump did not turn calcium in a normal manner contrary to the pump. The treatment has been stopped. The machine could be reused without pumps rca. Anti coagulation being accomplished with the aid of external pumps. Patient experienced critical increase of calcemia without rhythm disorders.

Manufacturer narrative:
Device not yet evaluated.